Event description:
It was reported that the occlusion seal was cracked. The problem was discovered during equipment maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received from the customer for evaluation. Visual test was performed found damaged dso seal, defective remote dose connector. To resolve this issue the dso seal and remote dose connector were replaced. Functional testing was performed. The problem stated by the customer was replicated. The root cause was the damaged dso seal. After the repair the device must pass all functional tests before it will be shipped back to the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.